Event description:
The initial reporter received questionable low calcium gen.2 assay results from multiple patient samples tested on the cobas 8000 c702 module. Two patient samples with discrepant results were identified from the list provided: patient sample 1: the initial result was 2.000 mmol/l. The repeat result was 2.440 mmol/l. The repeat result was deemed correct. Patient sample 2: the initial result was 1.680 mmol/l. The repeat result was 2.270 mmol/l. The questionable results were not reported outside the laboratory.

Manufacturer narrative:
The cobas 8000 c702 module serial number is (B)(6). The field service engineer inspected the module and found that the tubes in the rinse station were split. He replaced these parts and performed successful calibrations and qcs. The investigation is ongoing.